Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the x-ray arm had come off the track. Put the arm back on track. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the x-ray arm on the 2800 system is not releasing. There was no report of pt injury.